Manufacturer narrative:
The device history record (DHR) for lot 220761 indicates that units were produced on 7/24/2012. Samples were inspected from the lot and no issues were found in samples inspected. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and adjustments were made to the epoxy station during production of this lot. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product or described changes that occurred. A review of the process monitoring data shows the line was down several times for epoxy loader adjustments. A review of the machine setup was conducted and there were no issues. The machine was observed in its current condition and no issues were noted. The machine is operating within the validated parameters. There were 161 unused samples returned with this complaint. There were 150 of the returned samples tested for cannula pull force per procedure. All samples met the specification for pull force. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed in the samples evaluated. The most likely root cause of this issue is that the epoxy fingers were out of adjustment and/or alignment which resulted in insufficient epoxy being applied to the hub. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually, specifically for cannula pullout force. The lot met all defined acceptance requirements at the time of release. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer states after injection the needle came free of the hub when removing from the patient. The nurse pulled the needle out of the patient.